Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer stated that the insulin pump was acting up. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the pump error alarm and able to rewind the insulin pump. Customer performed displacement test and it was failed and pump error occurred. The customer was advised that the insulin pump required to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 43 noted during testing. The motor was tested outside of the device and passed. (B)(4).